Event description:
Customer alleges spring came out of hand brake. Sent order #(B)(4). No injury alleged.

Manufacturer narrative:
The dealer stated that the son of an end user came into the dealership to get springs for the hand brakes. Dealer did not know why he needed them or what happened to the original springs. No injury alleged. No RMA issued.